Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found that the water hose was kinked restricting water flow. Steri mate was worn causing poor fit with inserts. May also want to change o-ring on inserts. Cover of unit was cracked.

Event description:
The repair evaluation of a g124 scaler, found the water hose was kinked restricting water flow and the unit was getting hot; no injury resulted.